Manufacturer narrative:
The investigation determined the issue is consistent with incorrect pre-analytic sample handling.

Manufacturer narrative:
This event occurred in (B)(6). UDI number = (B)(4).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys ft4 assay on a cobas 8000 e 801 module. It was asked, but it is not known if any incorrect results were reported outside of the laboratory. No units of measure were provided. The sample initially resulted with a ft4 value of 0.5, repeating as 16.8. The ft4 reagent lot number and expiration date were requested, but not provided.